Event description:
It was reported that this implantable pacemaker triggered battery status alert tones for elective replacement indicator. Per results of engineering analysis received, the device is depleting normally. Atrial lead impedances fluctuating high within normal ranges. Technical services (ts) explained this could have triggered explant and then recovered six days later, back to one year. At this time, the product remains in service. No adverse patient effects were reported. Added to tr10014:high pace impedance (cognis/teligen). It was reported that this device was subsequently explanted due to normal battery depletion. This product has been returned to boston scientific, and laboratory analysis is pending. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event. This report to be updated with pertinent information upon completion of analysis. It was reported that the returned implantable pacemaker was analyzed, and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
It was reported that this device was subsequently explanted due to normal battery depletion. This product has been returned to boston scientific, and laboratory analysis is pending. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event. This report to be updated with pertinent information upon completion of analysis. It was reported that the returned implantable pacemaker was analyzed, and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. It was reported that the returned implantable pacemaker was analyzed, and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
It was reported that this device was subsequently explanted due to normal battery depletion. This product has been returned to boston scientific, and laboratory analysis is pending. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event. This report to be updated with pertinent information upon completion of analysis.

Event description:
It was reported that this implantable pacemaker triggered battery status alert tones for elective replacement indicator. Per results of engineering analysis received, the device is depleting normally. Atrial lead impedances fluctuating high within normal ranges. Technical services (ts) explained this could have triggered explant and then recovered six days later, back to one year. At this time, the product remains in service. No adverse patient effects were reported.